Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush has been making a weird sound and it seems to be looser than before (the top part - so the brush itself), whole brush broke apart in mouth / brush broke off in mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she bought 4 oral-b flexisoft brushheads on an unspecified date, and the heads got so loose on the first 2 brushes that she asserted one could not brush one's teeth safely because it could very easily cut the inside of the mouth open. She stated that she grabbed a new brush head and after 1 1/2 weeks, she could hear that the brush had been making a weird sound and it seemed to be looser than before (the top part - so the brush itself). She explained that she kept brushing because she had just put a new one on, and the whole brush broke apart in her mouth. She reported that she had been using oral-b toothbrushes for years, but this had never happened before. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 20-dec-2016 received consumer's follow-up e-mail: the consumer reported that the first two brushes were slowly becoming looser, and before they were broken, she took a new one out of the same pack. However, the new one started to make a loud sound after 2 weeks and broke off in her mouth. She asserted that she did not hurt herself, and could spit everything out. No further information was provided. On 21-dec-2016 received consumer's follow-up e-mail: the consumer reported that if she scratched the logo with the coin, nothing happened for a while, but if she kept scratching hard, then a part of the logo was removed. No further information was provided.